Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) was not saving calibrations.

Manufacturer narrative:
Updated fields: b4,b5,b6, b7,d10, g1(contact person ¿ mfg site), g3,e3,e1(initial reporter, event site email ) g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions,component code, health effect ¿ clinical code,health effect ¿ impact codes ), h11. A getinge field service engineer (fse) troubleshoot the unit and verified calibration testing had failed. Replaced executive processor board (d670-00-0770) on unit. Performed functional/safety testing per manufacture recommendations. All tests passed returned unit back to customer.

Event description:
It was reported that during pm, the cardiosave intra-aortic balloon pump (iabp) was not saving calibrations. There was no patient involved and no harm or injury reported.